Manufacturer narrative:
No information was available for this occurrence. Pioneer surgical technology tried repeatedly to get information and no more was available. Therefore, since the lot number was not given there was no review completed of the device history record. Since the device location is unknown and it is also unknown if this patient was revised a full investigation and inspection of the device could not be done.

Event description:
It was reported that a posterior spinal rod locking set screw loosened post operatively. No more information is available on the patient's condition or any more details around this alleged occurrence.